Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 894309 with an expiration date of 31-oct-2026. The qc and calibration were acceptable. A general reagent issue was excluded. The alarm trace showed "abnormal aspiration" and "sample short" alarms. The field service representative performed multiple precision tests, replaced the sample probe, and performed acceptable qc. After the sample probe was replaced, he performed precision tests with acceptable results. Pre-analytical handling issues could not be excluded. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was 11.8 mg/dl, and the repeated result was 9.61 mg/dl. Sample 2: the initial result was 11.0 mg/dl, and the repeated result was 8.91 mg/dl.